Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. Though the peritoneal effluent fluid culture presented no growth, an elevated wbc count with a responsiveness to antibiotic therapy is indicative of peritonitis. Additionally, touch contamination is the leading cause of peritoneal infections; therefore, a deficiency or malfunction of the liberty select cycler and liberty cycler set can be excluded as the cause of this adverse event.

Event description:
The clinic of a peritoneal dialysis (pd) patient reported that the patient was hospitalized on (B)(6) 2020 for cardiac issues and was diagnosed with peritonitis at the hospital. Upon follow, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient had an extensive cardiac disease history (exact diagnoses unknown) and confirmed the patient¿s cardiac issues and the associated hospitalization were unrelated to pd therapy. During this hospitalization, the patient was found to have peritonitis with no reported associated symptoms. Peritoneal effluent fluid cultures taken in the hospital on an unknown date presented with no growth and an elevated white blood cell (wbc) count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (doses, frequencies and durations unknown). The patient underwent continuous ambulatory pd (capd) therapy during this admission as capd was the preferred method of renal replacement therapy in this facility. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of the liberty select cycler, cycler set, or any fresenius product(s) or device(s). The patient recovered from this event and was discharged on (B)(6) 2020.